Event description:
Same case as MDR ID 2134265-2012-08409, MDR ID 2134265-2012-08410. It was reported that during an intravascular ultrasound imaging (ivus) diagnostic procedure failure to pullback occurred. The motor drive unit does not pullback anymore. The procedure was completed successfully with this device by doing manual pullback. No patient complications were reported.

Event description:
Same case as MDR ID 2134265-2012-08409, MDR ID 2134265-2012-08410. It was reported that during an intravascular ultrasound imaging (ivus) diagnostic procedure failure to pullback occurred. The motor drive unit does not pullback anymore. The procedure was completed successfully with this device by doing manual pullback. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the unit was received with the s/n label erased. The unit meets specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The cause of the reported difficulties could not be confirmed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).